Manufacturer narrative:
System has been in use and providing good pain relief to the patient with no clinical issues. Cause of the impedance issue is unknown as the device was not made available for inspection by the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022. In april 2024 the firm received a request to perform impedance check for MRI testing for an unrelated condition. Testing performed on 07may2024 returned high impedance readings on one contact of one implanted lead. On (B)(6) 2024 a surgical revision was performed to remove the lead with impedance readings and place a new lead. All other components remained implanted and in use. The explanted lead was discarded by the medical facility and is not available for examination by the firm. Patient reports continuing to receive good therapy after the revision and was able to procede with the requested MRI testing.